Event description:
A scrub technician reported low vacuum rate throughout irrigation/aspiration during a cataract procedure. The procedure was completed without patient harm. A product sample is not available. Additional information was requested.

Manufacturer narrative:
This is one of two complaints reported for this finished goods lot, same issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).